Event description:
General report rec'd of an unspecified number of undocumented incidents of no flow. The primary tubing sets were being used to deliver normal saline. The secondary tubing sets were being used for piggyback deliveries of unspecified medications and were connected to unspecified primary tubing sets. After unspecified lengths of time in use, the customer contact reported the secondary solutions would not flow. It was reported that the anesthesiologist either manipulated the tubing sets or replaced the tubing sets and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.